Event description:
It was reported that during an unk procedure, two refurbished units were broken. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/17/2008. Info anticipated, but unavailable at this time.